Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, it was discovered that the coating of the device was peeled off. The customer's originally reported issue of leakage was confirmed. The following additional defects were found: watertightness is not maintained due to holes in the curved rubber due to external factors, the bending angle was insufficient due to the elongation of the angle wire, the adhesive part of the objective lens came off, and part of the lighting lens peeled off, spots found on the image guide bundle, the flexible tube of the insertion section was crushed, due to eternal factor, scratches on various parts of the device, the coating of the corrugated tube has come off due to external factors (1mm2 or more), the curved rubber adhesive part missing, disappearance of the display on the base of the light guide mounting part and fixed ring is recognized, bending rubber chipped, due to wear of angle wire, bending angle in up direction does not meet specification, adhesive around objective lens had corrosion, light guide lens discoloration, due to damage on image guide bundle, the image has a stain, connection tube dent, control unit deformed, venting connector under grip shaved, indication on light guide connector unclear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a leak/separation in the tracheal intubation fiberscope. During inspection and evaluation of the device, the coating of the image guide serpentine is peeling off by 1mm/2mm or more. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.